Event description:
It was reported the customer experienced high blood glucose levels (250 mg/dl). Novolog insulin used to load cartridge was not room temperature. Customer typically changes cartridge and infusion set every 3 days, but reports at times he changes it longer then every 3 days. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with product other than humalog and novolog.